Event description:
The customer reported via phone call that she experienced unexplained low blood glucose in the 50 mg/dl range once a week. She was advised to contact her doctor and diabetes clinical manager. She declined troubleshooting assistance for the low blood glucose and did not have any complaints against the insulin pump. She did note that her sensor reading and blood glucose had some discrepancies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.